Manufacturer narrative:
According to the hhe, the preliminary root cause was determined to be surgeon misuse/use error outside of the approved operative technique (718-01-30 rev k and 00-0000121 rev a). The following sections have corrected information: as reported, approximately 14 months after the initial implant, this 80 y/o female patient¿s left reverse shoulder arthroplasty was revised due to the patient was complaining of pain and a stiff shoulder. It was noted that the initial glenosphere was implanted upside down. The surgeon revised the shoulder and patient was last known to be in stable condition following the event. Devices will not return due to hospital policy. Surgeon is unsure how he put it in upside down, he was unaware at the time.

Event description:
As reported, approximately 14 months after the initial implant, this 80 y/o female patient¿s left reverse shoulder arthroplasty was revised due to the patient was complaining of pain and a stiff shoulder. It was noted that the initial glenosphere was implanted upside down. The surgeon revised the shoulder and patient was last known to be in stable condition following the event. Devices will not return due to hospital policy. Surgeon is unsure how he put it in upside down, he was unaware at the time.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-09, (B)(4) - equinoxe, humeral stem primary, press fit 9mm, 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0, 320-15-01, (B)(4) - eq rev glenoid plate, 320-15-05, (B)(4) - eq rev locking screw, 320-20-00, (B)(4) - eq reverse torque defining screw kit (B)(4), 320-20-18, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 18mm, 320-20-18, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 18mm, 320-20-22, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 22mm, 320-20-22, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 22mm, 320-38-00, (B)(4) - equinoxe reverse 38mm humeral liner +0, 321-20-00, (B)(4) - equinoxe reverse shoulder drill kit.

Event description:
As reported, approximately 14 months after the initial implant, this (B)(6) y/o female patient¿s left reverse shoulder arthroplasty was revised due to the patient was complaining of pain and a stiff shoulder. It was noted that the initial glenosphere was implanted upside down. The surgeon revised the shoulder and patient was last known to be in stable condition following the event. Devices will not return due to hospital policy. At this time, it is unknown if the initial placement was intentional or not.